Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment for the peritonitis with inj (injection) reflin (1 gram, once in five days, duration not reported), inj fortum (1 gram, once daily, duration not reported) and inj heparin (2000 iu [internation units], three times a day, duration not reported) intraperitoneally. At the time of this report, the peritonitis was resolving and the patient was recovering. No additional information is available.